Event description:
A customer stated that some portions of the display are missing. While on the phone it was learned that the "hundreds unit" is only being partially displayed. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.